Event description:
The patient underwent chiari I decompression, sub occipital craniotomy, c1 laminectomy, 4th ventricle stent. Bioglue was used in this first procedure. The patient was readmitted to the hospital several months later for wound infection and underwent debridement and wash out of the wound. The or note from the second procedure describes a hard, black, firm lump approximately 4-5mm, sero sanguinous fluid removed. A specimen was sent to pathology and the result is an amorphous acellular foreign material rimmed by acute inflammation consistent with bioglue. The patient was treated with vancomycin and ceftriaxone. The deep occipital wound culture was positive for mrsa.